Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after a new cartridge was loaded onto the pump the customer received a cartridge change error message. Troubleshooting with tandem technical support was performed. There were no alerts or alarms present in the pump history. Reportedly, customer was able to clear the message and successfully load a new cartridge onto the pump. Customer's blood glucose level was not impacted.